Manufacturer narrative:
During testing the device alarmed with an e321 (battery charger timeout) error code. The device has been identified as part of a product recall. This report represents all the information known by the reported upon query by hospira personnel.

Event description:
During verification testing at the service center, the device alarmed with an e321 (battery charger timeout) error code.